Manufacturer narrative:
Supplemental medical device report (smdr) # 3 is being filed to correct the date on the supplemental report, filed earlier. Incorrect date of (B)(6) 2015 is being corrected to (B)(6) 2015. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 18, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A visual assessment of the returned handpiece did not reveal any non-conformity. The returned handpiece was connected to a calibrated system and tuned. The returned handpiece caused the system to generate system messages (sms) during the tuning process. The returned handpiece was disassembled and inspected. Inspection revealed the o-ring rolled out of its position and got stuck inside the returned handpiece, allowing water to flow to the crystals area of the returned handpiece. The root cause of the reported event and the observed sms can be attributed to water ingress due to the misassembled handpiece o-ring during the handpiece manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 18, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that a handpiece vacuum was not enough to aspirate the lens fragments during a cataract extraction with intraocular lens implant. The handpiece was exchanged to complete the procedure with no harm to the patient.